Manufacturer narrative:
No sample were returned to eval therefore, the condition of the product could not be verified. The lot number was listed as unk, but possible lot numbers were indicated. The device history record (DHR) for the possible lots were reviewed. No abnormalities that could have contributed to a report of "knives do not cut" were found during the DHR review and the product was released according to acceptance criteria. Because a sample was not returned and no evidence of nonconformity could found in the record review for the possible lots, the root cause for the defect "knives do not cut" as reported by the customer cannot be determined. Some potential causes are improper handling or contact with another instrument during procedure or setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and dull cutting edges, are removed from the lot and scrapped. Functional testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info was requested. (B)(4).

Event description:
A customer reported that the knives did not cut with unk procedure or pt involvement. Additional info has been requested. This is the third of three reports for this facility.